Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl. Customer also reported no delivery alarm which did not occur during fill tubing. The customer got insulin flow blocked alarm during bolus and she does not get insulin flow block when filling tubing and she takes set off and they are not bent or damage. Customer reported that, the event was resolved by changing complete set of reservoir and infusion. Customer¿s blood glucose was 380 mg/dl and treated with a shot with a needle. Assisted customer in performing a 5.0u fill cannula and the insulin was exited. Customer saw leak on the site during troubleshooting of the insulin flow blocked alarm. The device will not be returned for analysis.